Manufacturer narrative:
Based on the events as reported and the sample evaluation this complaint is confirmed for use related. The anchor was returned separated from the inflation tube as was reported. Material deformation was noted on the inflation tube in the site where the anchor had been attached. The deformation found is from the rf weld performed on the anchor and serves as evidence that the anchor / weld process was properly performed. No manufacturing anomalies were found. As reported the primary defect had been closed and it appeared that there was scar tissue in the area. The combination of these two factors appear to have caused the need for the surgeon to use excess force while pulling the inflation tube through the closed defect. The extra forces applied during user/device interface caused the anchor to detach from the inflation tube. A review of the manufacturing records was performed and found all process steps were completed per manufacturing procedures and inspection procedures and that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2018 a bdi surgery/davol ventralight st w/ echo was used during a robotic incisional hernia repair case. As reported the primary defect had been closed and it appeared that there was scar tissue in the area. It is reported that there was some resistance as the surgeon pulled on the needle loop complex and when he tried to pull up the loop on the inflation tube, the yellow stopper (anchor) on the inflation tube came completely unattached from the inflation tube and slid down to the level of the mesh. They slid the anchor off of the inflation tube and removed it through a trocar with a grasper. The issue caused about a 15 minute delay to the surgery. There was no patient injury. As reported 12mm tocars were used and the surgeon is not a first time user of the device.